Manufacturer narrative:
A boston scientific technical services consultant recommended isometrics and pocket manipulation to see if any noise is reproducible. The caller stated the noise is only present if in unipolar mode. A boston scientific representative stated neither the leads or the device could be confirmed as the source of the issues. The lead configurations were reprogrammed to bipolar mode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) and left ventricular (lv) channels. The patient was in the clinic where measurements were within normal limits. No adverse patient effects were reported.